Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced diaphragmatic stimulation for quite some time. Several attempts were made to further reduce the pacing percentage, the lead exhibited high capture thresholds, during revision the physician noted that the lead had dislodged. The patient had lost a lot of weight. The lead was capped and replaced successfully on (B)(6) 2016, no complications for the patient.